Event description:
A customer contacted beckman coulter inc. (Bec) stating that the manual probe or rinse block was leaking after running a sample in manual mode in the coulter hmx autoloader. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6), 2011 and adjusted the rinse block. Repair was verified per established procedures. The root cause for this event is attributed to the misaligned rinse block in the manual (secondary) mode. The bec internal identifier for this event is (B)(4).